Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the out-of-range shock impedance measurement was a one-time measurement. Since then, the shock impedance has returned to in-range values. The clinic plans to continue normal monitoring of the patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited out-of-range shock impedance measurements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that a commanded shock test was performed and the shock impedance measurement was found to be normal. Additionally, no noise was noted during testing in clinic. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that this device and right ventricular (rv) lead has exhibited high out-of-range shock impedance measurements more frequently. Boston scientific technical services (ts) was contacted for assistance. Ts noted that there was noise oversensing and discussed that this could indicate a possible lead or connection issue. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned and replaced due to continued impedance issues. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.